Event description:
The customer was using the trunklift to remove the scooter from their vehicle when the strap. The unit dropped to the ground and was slightly damaged. The customer claims the unit struck the customer, however they did not seek medical attention.